Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Gtin:unknown.

Event description:
This patient had his viper sc spinal fusion surgery in (B)(6) 2017. He complained 3 months later that something was clicking in his back. He then came to see dr (B)(6) last week and had an MRI done. The viper sc peek rod had snapped and needed to be changed only on the one side. All the screws were intact. The patient reports no trauma to his back during this period from (B)(6).